Event description:
During the infusion of a secondary IV piggy back of magnesium sulfate, rn noted that the infusion completed much earlier than expected. Pump displayed 32 ml volume to be infused remaining when bag was empty. Rn voiced suspicion that the secondary tubing may be malfunctioning in a free flow type of manner or that check flow valve may have back flowed into the primary infusion bag. The drip chamber on the primary infusion bag appeared to be full. Once concern was voiced, the device and tubing was sequestered and sent to biomedical engineering for inspection and documentation.